Event description:
It was reported from the intensive care unit (ICU) that there was a bubble is at the tubing segment. It was confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer¿s report that there was a bubble at the tubing (silicone) segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection confirmed a balloon in the silicone tubing pump segment near the upper fitment. No other anomalies or evidence of damage were observed upon initial visual inspection. Further visual inspection of the silicone tubing confirmed that the tubing's concentricity was within specification(s). Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown.

Manufacturer narrative:
Patient information requested but not provided. Concomitant medical products: 500ml baxter bag, lot: v19b12b, exp: aug20, 0.9% sodium chloride injection, therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the intensive care unit (ICU) that there was a bubble is at the tubing segment. There was no impact to patient